Manufacturer narrative:
Analysis summary: the analysis results found that the device was returned with the blade craked. Due to the damage to the blade, it was confirmed that the device was non-functional. The identified blade damage may have occurred from external contact during pre-op or general use. In addition, minor blade damage may increase in severity during subsequent activations, and may result in blade "lockout" later in the procedure. Therefore, the instructional insert states: "scratches on the blade may lead to premature blade failure". The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that prior to an unk procedure, the device was opened and connected to a handpiece. The hand piece failed before the case was ever started or shortly after using the device. The handpiece was tested using the test tip and it tested fine. The case was completed with another device with no patient consequence.